Event description:
It was reported that during the implant procedure the lead measured high impedance of greater than 2000ohms. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis summary - (B)(4) no anomalies found. Full lead returned and analyzed.